Manufacturer narrative:
The investigation for the reported purge leak and high purge pressure has been completed. No product was returned for evaluation so the cause of the damage to the sidearm cannot be determined. Data logs were not returned for evaluation. Clinical details noted that high purge flow alarms were triggered on aic and upon inspection, sidearm was found to be damaged and leaking. The root cause of the purge leak was most likely due to the damaged sidearm that was the source of the leak. The cause of the high purge pressure was likely due to damaged side arm. However, the cause of the damage is unknown as the product was not returned. The instructions for use states ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿

Event description:
The complainant reported that during impella cp support for a male patient, the automated impella controller (aic) had low purge flow alarms, and on inspection the purge side arm was leaking. The impella cp was explanted. There was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿